Event description:
It was reported to boston scientific that a spyscope ds ii access & delivery catheter was prepared for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. It was observed that that device seal was open. Additionally, the distal end of the scope was tarnished and the plastic looked like it was melted. The procedure was completed using another spyscope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported to boston scientific that a spyscope ds ii access & delivery catheter was prepared for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. It was observed that device seal was open. Additionally, the distal end of the scope was tarnished and the plastic looked like it was melted. The procedure was completed using another spyscope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised. Block h11: investigation results the returned spyscope ds ii was analyzed, passed all tests performed, and exhibited normal device characteristics. A live image was seen upon insertion of the device and no issues with device functionality were observed. Visual inspection did not note the presence of any damage to the distal tip. No other problems were noted. The reported complaint of seal compromise could not be confirmed. The device packaging was not returned nor any photo evidence of the device packaging seal being compromised. Based on all gathered information, the probable cause selected is cause not established as investigation findings do not lead to a clear conclusion about the cause of the reported seal compromised.